Event description:
Additional information that the patient was fine. The lead was capped (B)(6) /2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was lead noise and oversensing leading to 10 inappropriate shocks. The lead was capped and replaced.